Event description:
It was reported there was an unknown issue and the manufacturer representative (rep) was doing a catheter dye study. No drug information was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8540, product type: accessory. Product ID: neu_unknown_cath, product type: catheter. (B)(4).